Manufacturer narrative:
Batch review performed on 10 december 2018. Lot 168474: (B)(4) items manufactured and released on 28 february 2017. Expiration date: 2022-02-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: mectacer biolox delta ceramic ball head 12/14 ø 36 size l + 4 reference 01.29.210; lot 180544: (B)(4) items manufactured and released on 28 may 2018. Expiration date: 15.05.2023-05-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon performed a washout and revised the head and liner due to infection 19 days after primary surgery. The pathogen is pseudomonas.